Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away on the cycler. Additional information was provided through follow-up with the patient¿s pdrn. The patient was in treatment on (B)(6) 2025 when the home lost power (unknown time). The patient¿s grandson went to check on her (unknown time) and found the patient unresponsive. 911 was called. The grandson attempted cardiopulmonary resuscitation (CPR), however; when paramedics arrived, they pronounced the patient deceased. The paramedics stated the patient was already deceased and no interventions were administered. Prior to the power outage in the home, the family stated the patient was fine the last time they checked on her (time unknown). The pdrn stated she has not reviewed the patient¿s treatment records for that date. No issues with the patient¿s liberty select cycler or treatment were reported. The only issue the pdrn was aware of was the power outage. It is unknown how long the patient had been deceased when the grandson found the patient. The cause of death is not available to the clinic. The patient has a history of unspecified heart disease. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Although the patient¿s home endured a power outage, during a power failure, the liberty select cycler closes all valves, the pump stops, and the touch screen goes blank. There is an audible alarm indicating the power failure. It is unknown at what time the power outage occurred and at what time the patient passed away. The pdrn did not review the patient¿s treatment records. The patient was already deceased when ems arrived at the home and did not attempt any interventions indicating the patient was not viable for any resuscitation attempt. The patient was (B)(6) with a history of unspecified heart disease. ¿among patients with eskd, cardiovascular disease accounts for approximately 50 percent of deaths.¿ based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away on the cycler. Additional information was provided through follow-up with the patient¿s pdrn. The patient was in treatment on (B)(6) 2025 when the home lost power (unknown time). The patient¿s grandson went to check on her (unknown time) and found the patient unresponsive. 911 was called. The grandson attempted cardiopulmonary resuscitation (CPR), however; when paramedics arrived, they pronounced the patient deceased. The paramedics stated the patient was already deceased and no interventions were administered. Prior to the power outage in the home, the family stated the patient was fine the last time they checked on her (time unknown). The pdrn stated she has not reviewed the patient¿s treatment records for that date. No issues with the patient¿s liberty select cycler or treatment were reported. The only issue the pdrn was aware of was the power outage. It is unknown how long the patient had been deceased when the grandson found the patient. The cause of death is not available to the clinic. The patient has a history of unspecified heart disease. No further information was provided.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient passed away on the cycler. Additional information was provided through follow-up with the patient¿s pdrn. The patient was in treatment on (B)(6) 2025 when the home lost power (unknown time). The patient¿s grandson went to check on her (unknown time) and found the patient unresponsive. 911 was called. The grandson attempted cardiopulmonary resuscitation (CPR), however; when paramedics arrived, they pronounced the patient deceased. The paramedics stated the patient was already deceased and no interventions were administered. Prior to the power outage in the home, the family stated the patient was fine the last time they checked on her (time unknown). The pdrn stated she has not reviewed the patient¿s treatment records for that date. No issues with the patient¿s liberty select cycler or treatment were reported. The only issue the pdrn was aware of was the power outage. It is unknown how long the patient had been deceased when the grandson found the patient. The cause of death is not available to the clinic. The patient has a history of unspecified heart disease. No further information was provided.

Manufacturer narrative:
Additional information: d9, g4, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.